Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (partial salpingectomy right tube (unilateral) on (B)(6) 2014). At the time of the report, the device expulsion, fatigue and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, device expulsion, fatigue and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Plaintiff received treatment for pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: both fallopian tubes are occluded. Imaging procedure - on an unknown date: result: bilateral occlusion. Pathology test - on (B)(6) 2014: results: metal coil (gross only). Pregnancy test - on (B)(6) 2014: results: negative; on (B)(6) 2014: pathology test was performed having result fallopian tube, right, tubal ligation: complete cross-section of fallopian tube present. Metal coil (gross only). Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events: abdominal pain, expulsion, fatigue, hair loss were added. Event outcome was updated for the events; pelvic pain, abdominal pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.